Event description:
Receiving 5-fu treatment through continuous infusion utilizing a sabratek 6060 pump. Several hrs after hook-up of new cassette, family noticed leakage of the 5 fu from the tubing. Pt was disconnected, and 5 fu & tubing contained. New infusion started 3 hrs later. Pump/tubing was returned and checked leaking occurred at connection point between the 6060 bag and extension set even though fully tightened. Due to chemotherapy contamination, set up was then discarded in chemo-safe container.